Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen went blank. The pump emitted a replace battery alarm, and the battery was replaced prior to the blank screen issue. Multiple batteries from different packs were used, however, the blank screen remained. The pump allegedly still emitted audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a cs 054-0000 call service alarm. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. The complaint of a blank screen was not duplicated.